Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report #(B)(4). Visual inspection: 1. Received connector and filter attached to a third party pump. The catheter was not connected to the connector. The connector lid was closed. 2. Catheter visual inspection: the end of the catheter was stretched and the marking was gone. 3. Connector visual inspection: no abnormalities found. Dimension check: catheter length test: company specifications: 910.08mm ~ 929.6mm. Sample catheter length: 971mm. For reference an unused sample length: 927mm. The sample did not meet company specifications. The end of the catheter was stretched most likely due to improper usage. Catheter outer diameter (end of catheter) length test: company specifications: 1.016mm ~ 1.066mm. Sample outer diameter length: 0.9475mm. Sample did not meet company specifications. Most likely caused by improper usage. Functional test: catheter tensile strength test: company specifications: above 5.5n. An unused catheter and the connector sample was used to conduct this test. (Due to the end of the catheter sample being stretched.) Test results: 7.4n. The sample met company specifications. Others: connection test: an unused catheter was connected to the connector sample without resistance up to the designated marking point. The lid was able to be securely closed. No abnormalities were found. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): catheter detached.